Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Upon arrival, the fse found the instrument icon on instruments spinning. The patient side cart (psc) cart could not be driven. When powering on the system, the fse identified a 31221 error and the touchpad was black. The fse replaced the upd to resolve the issue. The touchpad came back on and system said "davinci is ready." The system was tested and verified as ready for use. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: the customer converted to open surgery after the start of the procedure due to non-recoverable errors/faults. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy with hysterectomy surgical procedure, the customer reported that the surgeon was in the middle of suturing when they experienced a non-recoverable fault. The customer stated that they were not sure of the cause was and did not happen to see an error code displayed on the screen before they restarted the system. The customer stated that they had to power cycle, hard cycle all the cart breakers, and emergency power off (epo) the patient side cart (psc) to resolve the issue to continue with the surgery. The customer stated that the issue occurred yesterday as well. The technical support engineer (tse) noticed a call placed the previous day by the customer for energy shield issues and the customer stated that it was separate issues. The customer wanted the field service engineer (fse) to follow up to schedule maintenance. The tse was unable to provide the customer an explanation as to what may have occurred since onsite was not connected and the customer did not know what error occurred. The clinical sales representative (csr) called in during same case after doing three hard resets with no change. The csr observed errors 31221 and 319 on the screen. The technical support engineer (tse) instructed the csr that the field service engineer (fse) would have to troubleshoot the system. Onsite logs displayed errors 31221, 31241, 319 on the universal power distributor (upd) power board. The csr had to end the call as they were converting the case to open. The procedure was converted to open with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter confirmed that the procedure was a sacrocolpopexy w/ hysterectomy with dr. Collins/geynisman-tan. The system was fully functional prior to starting the case. The procedure was completed vial laparoscopy. Information regarding patient demographics, relevant testing, and medical history was requested, however the reporter was not able to provide that information.